Event description:
It was reported that the user experienced intermittent nighttime hypoglycemia while using the ilet system, with the device cutting off insulin delivery when glucose trended downward and the user¿s care team advising suspension of meal announcements for breakfast and dinner to mitigate lows. Symptoms included low blood glucose in the 70 mg/dl range for brief periods. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of available data and device performance checks through remote assessment and user interview. Investigation of this case revealed the device was functioning as designed with automated insulin suspension during downward trends, and the cause of hypoglycemia remained unclear. It was concluded that the event was user-experienced hypoglycemia with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.